Manufacturer narrative:
Final analysis revealed backup operation was confirmed due to telemetry interruption. The cause of the telemetry interruption is associated with device upgrade procedure and not device related. All testing revealed normal device characteristics.

Event description:
It was reported that the pulse generator exhibited back-up vvi while still in the box. The device was not used and returned. No additional information was available.